Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general") in an adult female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and fallopian tube disorder. Concurrent conditions included adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("bladder or urinary problems or changes") and pelvic discomfort ("discomfort"). The patient was treated with surgery (salpingectomy / she underwent surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: tubal occlusion . Essure confirmation test was performed. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received product lot number and events: abnormal bleeding (vaginal), menorrhagia, infection bladder, infection urinary tract, infection vaginal, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge,discomfort were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general") in an adult female patient who had essure (batch no. 713457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and genital injury. Concurrent conditions included adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), urinary tract disorder ("bladder or urinary problems or changes") and pelvic discomfort ("discomfort"). The patient was treated with surgery (salpingectomy / she underwent surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: tubal occlusion. Essure confirmation test was performed. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she underwent surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.